Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump was received with normal operating currents. No blank display during testing. No damage found on the lcd isolation tape noted during testing. No failed battery and weak battery alarm during test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they were going through batteries quicker than normal. The customer reported that the insulin only lasted for 12 hours before going to blank display. The customer also reported that they received a weak battery alarm and a failed battery test. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer stated that the failed battery test alarm did not recur. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.